Event description:
The customer reported that she was in the hospital and had stuff in her chest and stomach; she took off the insulin pump and had to go through syringe. Customer stated she thought something was missing in the insulin pump but there was no missing and no issues. Customer's blood glucose was 200 mg/dl. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).